Manufacturer narrative:
Product rpn (catalog #): reporter could not verify: either j-crb-184000 or j-crbs-184000. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during labor induction using a cook cervical ripening balloon (crb) (exact catalog number unknown), the crb was left indwelling for 48 hours (or more), an infection resulted leading to septic shock and death of the mother. The infant is reported to be alive and safe. The exact sequence of events is currently unknown. The reporting physician emphasized that he was not the attending physician on the case and had only been consulted as an expert (witness). Due to this fact, he is unable to provide the location of the event, any further event details, or the name and contact information for the attending physician. The physician did report that the event occurred "recently", but did not provide an exact date. The physician stated that he awaits a meeting with the jurist and will confirm after this "if it's our crb (exact reference)". After the reporting physician was unable to provide further information when requested, an attempt was made to gather information from the reporting physician¿s hospital pharmacy. The pharmacy of the hospital where the reporting physician primarily practices denied that the incident occurred at that facility and was therefore unable to provide any additional information. Based on the location of the reporting physician¿s primary practice, the inference is that the location of the event is somewhere in (B)(6).

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: b5, h6 (method code, results code, conclusion code). Corrected information: b1,b2, d1, d2, d2b, d3, h1, h6 (patient code, device code). B1: adverse event was reported, however no cook device was involved in this case/incident. B2: outcomes: patient death was reported, however no cook device was involved in this case/incident. D1, d2, d2b, d3: not a cook manufactured device. H1: type of reportable event: not a reportable event for cook medical. H6: patient code: (3191)-no code available: patient death occurred not related to a cook device. H6: device code: (3191)-appropriate term/code not available: no cook device involved in this case/incident. Investigation ¿ evaluation. A review of relevant manufacturing and quality documents could not be conducted, as the complaint device is not manufactured by cook. Conclusion: the complaint was unconfirmed based additional information provided by the complainant. Cook has concluded that no problem with a cook device has occurred in this complaint. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided by the reporting physician (to the cook area representative) (B)(6) 2019: no cook product was used in this case/incident. A non-cook foley catheter was used and not a cook cervical ripening balloon as previously reported.